Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Also maintain unobstructed urine flow and keep the catheter and collection tube free from any kinking." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not available.

Event description:
It was reported that the urine would not drain into the bag. The patient complained of being "full and painful." When the nurse lifted the drain bag, a large amount of urine drained; sometimes they had to "milk" the tubing.